Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hardware low level failures. The customer's blood glucose at the time of the incident was 16mmol/l. Leading up to the incident, the customer was performing a self test when the hardware low level failures error occurred. This occurrence is the second time the customer experienced this error. The customer was assisted with troubleshooting. The customer was able to complete the pump rewind. The error table indicated that the pump should be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in insulin pump history due to broken trace on keypad assembly.